Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted. Patient reported "calcification", "solid (stable) bilateral nodule", "lobulated contours".

Event description:
"The inner silicone gel touched the patient: between the fibrous capsule and the elastomer", patient wants to replace with another brand due to recall concerns. Treatment included: treatment: anti-inflammatory medication.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, b.5.

Manufacturer narrative:
Continued h.6: [health effect - impact codes]: f2203, f2303. Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported right side rupture. The device has been explanted. Patient reported "calcification", "solid (stable) bilateral nodule", "lobulated contours", patient wants to replace with another brand due to recall concerns, "the inner silicone gel touched the patient: between the fibrous capsule and the elastomer". Treatment: anti-inflammatory medication.